Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. The visual inspection of the returned product noted; the trocar balloon, obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing: the trocar balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the balloon did not inflate. There was no rapid loss of abdominal pressure. No patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received occurred pre operatively, changed to the new product in order to complete the procedure. No patient injury. Patient status: stable.